Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, a proximal femoral nail (pfn) previously implanted in 2003 was removed and replaced with a new proximal femoral nailing system due to a bone fracture. It was noted the patient had hard bone and when the surgeon tried to insert a guidewire into the bone bead, the wire was bowed. Then, the reamer was stuck over the wire. While the surgeon was reaming a hole for the neck bolt using the cannulated stepped drill bit, the tip of the drill bit shaft broke off. The surgeon attached the drill bit shaft to a universal chuck and continued reaming manually by force until the tip of the drill bit was broken. The broken piece of the reamer shaft was left in the patient¿s body as per the surgeon¿s decision. The surgery was completed with no delay. The surgeon also commented that the event was not due to the device but to his improper technique. Per the surgeon, no additional treatment was needed. This is report 1 of 1 for (B)(4)